Event description:
The materiovigilance responsible of the hospital reported via (B)(4) that: "a patient underwent an unanticipated revision surgery due to a pseudotumoral fluid cyst developed around total hip prosthesis abgii modular. The neck is chrome cobalt and the stem of titanium 4.60. The opinion of the reporter is that:" the event is related to a probable reaction immunoallergic alval type". The consequence of the event was a revision surgery with cyst removal, resection and replacement of the implant.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. This is the same patient/event as MFR # 9616680-2012-00549.